Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Neither t1, t2 were not returned. Suture was not returned. The delivery needle showed visible and obvious damage. The delivery needle was very bowed and bent toward the left. The depth limiter was attached and was disfigured at the distal tip. It was creased, flared and out of round. The symptoms aligns with difficulty reaching intended anchoring location, probing and twisting. Despite the damage, the device still cycled and actuated. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. The patient impact beyond the reported modified surgical procedure and minor surgical extension could not be concluded; although knee pain and arthritis are possible manifestations post meniscectomy. Per risk management, t2 non-deployment failure mode is present in the failure mode analysis. No further investigation is warranted at this time. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, t1 was deployed successfully, but t2 could not be deployed. Since the meniscus suture could not be performed using fast fix 360, the surgeon changed to meniscectomy to the procedure was completed. 30 minutes delay reported. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.